Event description:
According to facility administrator, this was 2nd fiber leak for this pt on same lot number and same case as 1st reported leak. Leak occurred while pt was undergoing dialysis; dialysate tested positive. Extracorporeal volume of blood discarded was reported as 175 cc. No medical intervention required, no pt adverse effects. Actual sample was discarded on day of event. Have requested companion sample from identified case ref. Pir 9700633.